Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: (B)(4).

Event description:
It was reported that the patients lead has migrated. It was also noted that patient experience inadequate stimulation. The patient underwent a lead repositioning procedure were lead was move back to its original position and patient is doing well post operatively.